Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. D6b: explant date: 2025 additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained.